Event description:
Pt was a (B)(6) male with basilar artery (ba) and left vertebral artery (va) occlusion. Physician made one pass with a merci retriever v 2.5 firm retriever. Pt had a thrombolysis in cerebral infarction (tici) score of 3 after treatment. After procedure with the merci retriever and percutaneous transluminal angioplasty (2 times), remaining stenosis and dissection were confirmed at left va. Five mins of cardiopulmonary resuscitation was performed and pt regained heartbeat. Tissue plasminogen activator (t-pa) was not administered to the pt during procedure. As medical intervention, a stent was placed as a treatment for dissection and stenosis. Physician stated that it is unlikely that the merci retriever caused the dissection, however it is possible that the merci retriever damaged the vessel.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 firm device could not be reviewed.